Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "biofilm", "solid", "hard", "lumpy", and "tender" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in cheeks and jowl/marionette. Three months later, patient "developed "viral illness with swollen submandibular glands". After 3 days, "the areas that had been injected became solid, hard and lumpy. They were not hot or red. Slightly tender." Hcp suspected biofilm. Patient was prescribed amox 625mgs tds. After 1 week, patient was reviewed, hyalase was administered, and a further week of amox 625mgs tds was prescribed. A week later, the patient was reviewed, and "the symptoms had gone".